Event description:
Medtronic xomed UK sales rep reports that the surgeon was drilling in the middle ear at a running speed of 20,000 rpm, when the drill jogged and penetrated the pt's dura causing a cerebrospinal fluid leak. The pt is making a normal recovery having had the cerebrospinal fluid leak repaired at the time using a fascia graft.